Event description:
"Partway through a laminectomy procedure, while holding the hand drill to make entrance holes for screws in posterior cervical spine, there was a "clunk" and the head/neck very obviously changed position. Shortly after, anesthesia informed new and significant blood loss from area of pins. Surgeon found large laceration at original pin site (single pin site)going through to skull and periosteum was removed. Another laceration, slightly less deep, was perpendicular to this. Lacerations were cleaned and sutured. Pin not found in original position and fully retracted. (Of note, this was a loaner clamp following the recent problem with our own mayfield.)